Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Other relevant device(s) are: product ID: 9731203, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported during a functional endoscopic sinus surgery (fess) that the surgeon had noticed that the tracking volume for a em case was smaller than normal. It was noted that moving the external monitor returned the tracking volume to its normal size. There no reported impact to patient outcome, and a reported delay of less than one hour.